Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, concomitant med prod data, device eval by manufacturer?, imdrf annex a, b, c, d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the event was under infusion, and the customer was requesting bd to interpret the device logs, which were not identified during the customer call. The tech support gathered information and escalated the case to dchu. Investigation summary: the reported possible user error/under infusion were not confirmed through a review of the device logs or reproduced during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The inspection process did not find any issues or anomalies with the suspect pump module that may have been a contributing factor for the occurrence of an under infusion event. All inspected parts were manufactured by bd. A review of the suspect pump module error log(s) showed no error or malfunctions relevant to the customer¿s complaint. On (B)(6) 2025, at 1:04 pm, the pump module was attached and powered on, the pump module was assigned with channel a. The profile in use was identified as ¿adult¿. Pump module was selected and user programmed an infusion of ¿propofol¿ with a drug amount of 500mg, diluent volume of 50ml, dose of 150mcg/kg/min, patient weight of 58kg and vtbi of 44ml. The infusion was started but received a guardrails hard limit alarm. Channel and system were powered off. Recording a tvi of 0ml. At 1:06 pm, system was powered on and anesthesia mode was enabled. Pump module was selected and user programmed an infusion of ¿propofol¿ with a drug amount of 500mg, diluent volume of 50ml, dose of 140mcg/kg/min, patient weight of 58kg, vtbi of 44ml and rate of 48.72ml/h. The infusion was started and recorded a pvi of 0ml. Immediately after, the infusion was paused. At 3:11 pm, channel and system were powered off. Recording a tvi of 0.016ml. No more infusions were recorded on this date for the suspect pump module. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The incident administration set was not returned for this investigation; therefore, testing could not be performed. Bd alaris system user manual (v12.3.2), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, gloves) is enclosed or caught in the pump module door. Follow proper infusion set loading instructions and ensure the set is free of kinks and that all clamps are open before starting an infusion. Improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an unspecified event and the customer reached out to the manufacture requesting the manufacturer to review the device logs and to "see if possibly user error." No further information was provided. There was patient involvement, but the outcome is unknown. Bd received additional information on 03 november 2025 from the facility's director of outpatient surgery. It was reported that the event was "under infusion" and the customer is requesting bd to interpret the device logs. No further information has been provided to date.

Manufacturer narrative:
Correction: describe event or problem and manufacturer narrative bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the event was under infusion, and the customer was requesting bd to interpret the device logs, which were not identified during the customer call. The tech support gathered information and escalated the case to dchu. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an unspecified event and the customer reached out to the manufacture requesting the manufacturer to review the device logs and to "see if possibly user error." No further information was provided. There was patient involvement, but the outcome is unknown. Bd received additional information on 03 november 2025 from the facility's director of outpatient surgery. It was reported that the event was "under infusion" and the customer is requesting bd to interpret the device logs. No further information has been provided to date.

Event description:
It was reported an unspecified event and the customer reached out to the manufacture requesting the manufacturer to review the device logs and to "see if possibly user error." No further information was provided. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported an unspecified event and the customer reached out to the manufacture requesting the manufacturer to review the device logs and to see if possibly user error which was not identified during the customer call. The tech support gathered information and escalated the case to dchu. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.